Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A fracture of the medial condyle was noticed after a twisting motion exiting the shower. Non-weight bearing for healing.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon ps fem component, cemented was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding crack/fracture. There have been no other events for the lots referenced and trending will take place quarterly. Conclusions: the exact cause of the event could not be determined because the product was not returned. The likely root cause, of a fracture of the medial condyle was noticed after a twisting motion exiting the shower.

Event description:
A fracture of the medial condyle was noticed after a twisting motion exiting the shower. Non-weight bearing for healing.